Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 469 mg/dl at the time of incident and the other blood glucose level was 337 mg/dl. The customer was assisted with troubleshooting. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s sensor glucose was 211 mg/dl at the time of the event, the difference is outside the acceptable range. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.